Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening while locked. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a patient presentd with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed. After deployment the clip opened to approximately 20 degrees. A second clip was the implanted medially as planed. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.